Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/08/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open during a laparoscopic colon resection. Tissue around the jaws needed to be resected in order to remove the device. There was no injury to the patient.